Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the manufacturing process. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached in the 300's mg/dl less than 24 hours after the pod was activated. She gave a bolus of insulin and was able to lower her bg (exact dosage or bg level was not provided). There was a pod alarm and she stated she was unable to find the error code in the history.